Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify motor error alarm due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test . No excessive no delivery/occlusion alarm noted. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, broken belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had several no delivery alarms and had high and low blood glucose events. The customer¿s blood glucose level was 306 mg/dl at the time of the incident. Customer confirmed that the no delivery alarm was resolved by an infusion set and reservoir change. Customer had a failed battery test alarm and the alarm recurred after battery has been changed. Customer had a motor error alarm and troubleshooting was performed and completed. Customer also reported to have experienced a high blood glucose of 306 mg/dl and a low blood glucose of 50 mg/dl and treated with food. Customer declined high and low blood glucose troubleshooting. Customer's blood glucose readings from the alarm history was 183 mg/dl, 306 mg/dl, 230 mg/dl, 50 mg/dl, 227 mg/dl, 170 mg/dl from (B)(6) 2017 to (B)(6) 2017. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was advised to discontinue use of the insulin pump. The insulin pump is being replaced and is expected to return for analysis.